Event description:
The device was implanted on 2/5/97, for the infusion of amikacin to the right knee for treatment of infection. This device was previously reported on MDR#1219454-1997-00072. On 2/26/97, a facility nurse informed the MFR's clinical specialist that upon review of the device flow rate, the facility nurse determined that the device was flowing slower than the predicted fr of the device (3.34ml/day per catheter (6.68ml total) water fr or approx 5.3ml/day with amikacin 2500mg/50ml). The facility nurse stated that she was concerned the pt was not receiving the expected drug dose. The facility nurse provided the following fr info: on 2/10/97, the return volume (rv)=32cc, refill period (rp)=5 days and return volume=3.6. On 2/17/97, rv=19cc, rp=7 days and the fr=4.4ml/day. On 2/24/97, rv=25.5cc, rp=7 days, and the fr=3.5 ml/day. No travel, temperature elevations, device cooling (ice etc.) Were noted. The device was refilled with amikacin 2500mg/50 ml on all occasions, with the exception of the first drug injection(ref: MDR#1219454-1997-00072) on 2/10/97, as detailed in the previous report. No air was noted in the return volume and MFR's refill kits are used during refill of the device. The MFR's clinical specialist recommended the MFR's air lock procedure be performed and the device sideports be accessed to check device patency. The facility nurse stated that the device sideports are under the pt's incision line and would be difficult to access. The facility nurse request a MFR nurse be present at the next device refill to provide MFR nurse be present at the next device refill to provide MFR nurse be present at the next device refill to provide training support. No further details were provided at this time.